Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that his wife was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1000 mg/dl. The customer did not experience symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with insulin drip and intravenous. The customer stated that insulin pump was broken and had a cracked on battery side. The insulin pump will be returned for analysis.